Manufacturer narrative:
(B)(4). Batch # n53v63. Additional information was obtained: the stapler locked-out; would not fire. The analysis showed that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received unfired. In addition two tr45w cartridges reloads were received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with the returned reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a hand-assisted nephrectomy procedure, the device would not fire staples. This occurred after two successful firings. They fired one outside the body and it worked fine. They tried again in the body, would not fire. Case completed with another device of the same product code. There were no patient consequences reported.